Event description:
Per the physician, the tunnel was too long and the device migrated into the tunnel.

Manufacturer narrative:
Upon receipt of the amplatzer multi-fenestrated septal occluder- "cribriform", the device was returned with blood and/or body fluids present. The device was in its original configuration and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device met aga medical specifications at the time it was shipped.